Event description:
The pt reported experiencing elevated blood glucose of 19 mmol/l (342 mg/dl) at 3:15am. She found that the infusion tubing was not connected to the adapter. She reconnected the infusion tubing and bolused 5 units of insulin through the infusion device. At 4:45am her blood glucose measured 18.6 mmol/l (335 mg/dl) and she bolused 9 units of insulin. She later ate breakfast and bolused and at 8:38am her blood glucose measured 23.2 mmol/l (418 mg/dl). Her normal blood glucose level is 7 mmol/l (126 mg/dl). She believes the infusion device should have displayed an e4 (occlusion) error or an a4 (cartridge/adapter) alert. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplement report.